Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted that the strain relief/luer was found to be separated, and the flush port was not returned. A guidewire was inserted into the catheter, and the catheter was deployed to the basket and flower configurations successfully. Subsequently, a flushing test was not possible because the strain relief/luer were separated. Microscopic analysis of the catheter was performed to observe the adhesive between the parts. With the help of an ultraviolet (uv) light, separation of the strain relief/luer could be seen. The reported flush port detachment was confirmed.

Event description:
It was reported that the side port of the catheter broke. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. After the farawave catheter was used and subsequently replaced with an orion mapping catheter, the side port of the farawave catheter broke while attempting to replace the irrigation. The procedure was completed without any patient complications. The farawave catheter has been received at boston scientific's post market laboratory.

Event description:
It was reported that the side port of the catheter broke. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. After the farawave catheter was used and subsequently replaced with an orion mapping catheter, the side port of the farawave catheter broke while attempting to replace the irrigation. The procedure was completed without any patient complications. The farawave catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.